Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer¿s high blood glucose level was 425 mg/dl and low blood glucose level were 42 mg/dl and 50 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that the cannula was curved. The insulin pump will be returned for analysis.